Event description:
Olympus was informed that during an unspecified procedure, the teflon pad on the tip of the grasping section separated but did not completely detach. The probe and the other separated pieces were removed by the physician. There was no patient injury reported. No further information is available at this time. Olympus followed up with the user facility to obtain additional regarding the reported event by telephone and in writing with no result.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The teflon pad was inspected and found it to be severely worn, melted, partially split and lifted up from the jaw exposing metal; however, the teflon pad was still attached to the jaw. This type of teflon pad damage is most likely related to the operator's technique. If additional information or if the device is received at a later time, this report will be supplemented. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."